Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-02-28. H.6. Investigation summary one protector connected to a vial was returned to our quality team for investigation. The product was evaluated and no damage or defects were observed on the protector or protector membrane. The protector was properly fitted to the vial and the needle of the protector properly penetrated the vial stopper, however, the vial was observed to be broken. Functional testing was performed, liquid could move between the syringe and vial without issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for suspected lots 1910123 and 1912116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. All testing results were reviewed for both lots and results were found to be within specification. Based on the investigation results, we are not able to identify a rot cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that protector solus p120j leaked during use. The following information was provided by the initial reporter: the issue occurred when preparing rituximab. Conneced p120j to the vial. Connected n35c to the syringe which filled with air. Conneced p120j and n35c, injected air from the syringe to the vial. Drug leaked when drawing it.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1910123, medical device expiration date: 2023-09-30, device manufacture date: 2019-11-22. Medical device lot #: 1912116, medical device expiration date: 2023-11-30, device manufacture date: 2019-12-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector solus p120j leaked during use. The following information was provided by the initial reporter: the issue occurred when preparing rituximab. Connected p120j to the vial. Connected n35c to the syringe which filled with air. Connected p120j and n35c, injected air from the syringe to the vial. Drug leaked when drawing it.